Manufacturer narrative:
The device was returned for analysis. The reported break-handle was able to be confirmed. The reported physical resistance / sticking and the reported difficult/delayed activation were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the noted ribbon misaligned out of the thumbwheel appears to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat a lesion in the left superficial femoral artery (sfa) with mild calcification. The 5.0x120mm absolute pro self-expanding stent system (sess) was advanced on an .035 non-abbott guidewire to the target lesion and resistance was noted during deployment of the stent while advancing the thumbwheel. During deployment, the handle of the sess came apart; however, the physician was able to deploy the stent. There was no adverse patient effect and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.